Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use by the customer that the cardiosave intra aortic balloon pump (iabp) had a battery that was difficult to remove. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2, h3,h6(medical device problem code),h11. A supplemental report will be submitted upon completion of our investigation.